Event description:
It was reported that the device was used for a low anterior resection. A purse string suture was placed around the anvil head within proximal section. After intro of cdh29, connection to anvil, and determination of appropriate staple height, device handle did not completely close and firing was not successful. Inspection showed partial firing of staples. Anvil inside sigmoid could not be removed, colon was cut to release. Two additional inches of sigmoid colon were removed. Pt recovered without complications.